Manufacturer narrative:
(B)(4). Received information stating that the failure did not occur during patient use.

Manufacturer narrative:
(B)(4). Covidien service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board ( pcb). The ventilator passed all the required testing.

Event description:
It was reported that the 840 ventilator had a blank display. It is unknown if the failure was during patient use.